Event description:
It was reported that the delivery sheath could not be peeled off. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. However, after crossing the lesion, the physician could not peel away the delivery sheath even after multiple attempts. The device was removed, and the procedure was completed using a non-boston scientific guidewire. There were no patient complications as a result of this event.